Event description:
During an incident in 04 involving a pt with difficulty breathing, this defib was used with unknown brand monitoring pads, and the crew saw nsr, but then the unit prompted "check pt". They noted what loooked like low level amplitude v-fib on the display. They did not press analyze, as the pt was awake and alert. The rhythm returned to nsr and the pt was transported to a hospital without incident. They have concerns that the defib showed v-fib on an alert pt.

Event description:
During am incident in 04 involving a pt with difficulty breathing, this defib was used with unknown brand monitoring pads, and the crew saw nsr, but then the unit prompted "check pt". They noted what looked like low level amplitude v-fib on the display. They did not press analyze, as the pt was awake and alert. The rhythm returned to nsr and the pt was tranported to a hospital without incident. They have concerns that the defib showed v-fib on an alert pt.